Manufacturer narrative:
Image analysis two still images were provided for evaluation. 1st image: the image is of a catheter heating coil/element. The element/coil appears to have bubbling damage due to overheating, and is consistent with what was reported. 2nd image: the image is of a catheter heating coil/element. The element/coil appears to have bubbling damage due to overheating, and is consistent with what was reported. The lot number on the label was 250410220 which is consistent with what was reported. Product analysis damage was noted along the heating coil/element. Microscopic examination revealed peeling/bending/burning of the fep layer of the heating element/coil. Visual inspection of the returned catheter revealed two kinks along the shaft, the kinks were observed at approx. 29.6cm; 48.2.cm from the distal tip of the device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A closurefast rfa catheter was being used for treatment of 5~6 segments of the great saphenous vein (gsv). Compression was not used. Tumescent infiltration was used. It was reported after the first gsv procedure, the catheter heating coil carbonized, making it impossible to perform the second gsv procedure. A new catheter was used to complete the case. No patient injury was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.